Event description:
Age at time of event: (B) (6) years. It was reported that the pt underwent posterior lumbar interbody fusion (plif) with instrumentation and a competitor interbody from t9 to l5. Approx eight months post-op, x-rays showed that two multi-axial screws backed out at l5. Reportedly, the pt has poor bone quality. The pt underwent revision surgery for hardware removal and replacement. The screws were removed and replaced with larger screws. No add'l hardware was removed. No add'l pt complications were reported.

Manufacturer narrative:
(B) (4): the screws were discarded at the hospital. Imaging films were not provided.